Event description:
The catheter was scheduled to be removed. An rn attempted to pull the catheter out per protocol and was unable to. Anesthesia was called, a physician removed the catheter, when it came out the blue tip was not attached to it and is believed to be in the pt.